Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left common iliac artery with the 8x40mm armada 35 balloon percutaneous transluminal angioplasty catheter. The balloon was inflated once to 10 atmospheres (atm), then a second time to 10atm, when a rupture occurred. Another 8x20mm armada 35 pta and an omni link stent were used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as heavily calcified. It is likely that balloon material was damaged due to interaction with calcified lesion resulting in material rupture during inflation.